Event description:
It was reported to philips that the system was unable to expose. The device was in clinical use at the time of the reported event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips investigated this complaint. According to the additional information collected, the system was in clinical use when the issue occurred. The coronary angiography procedure was completed as planned as the reported issue occurred at the end of the procedure. A philips field service engineer (fse) visited the site and confirmed that the system could not make exposures. The fse investigated the log file and found that the x-ray tube current was out of range and the generator module needed to be calibrated. The fse performed all the generator-related calibrations. After the calibrations were performed, the system was returned to use in good working order. The codes were updated based on the investigation outcome.